Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an internal neurostimulator (ens) for fecal incontinence and gastrointestinal/pelvic floor. Patient went to the ER with redness and tenderness at the pocket site. The patient was put on antibiotics and the site was cultured. The culture came back (B)(6) and the patient wanted the system removed. Patient refused to come to the office to have the wound checked and a removal was scheduled for (B)(6). It was reported that the patient had (B)(6) culture at pocket site and requested removal. No further symptoms or complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.